Event description:
Report of pt who experienced a loss of taste sensation following surgery in which an lma was used. The pt underwent knee surgery and complained of loss of taste sensation immediately post-operatively. There has been no reported improvement in the sensation since the event occurred. No medical treatment has been ordered. Since the initial report, several attempts have been made gather further clinical details. At this further info is not expected. The cause of the event is unknown. However, there have been cases reported of complications with lma use associated with pressure neuropraxia. Neuropraxia has been associated with use of nitrous oxide during prolonged surgery or malposition of the cuff.